Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, however a problem with the device or the way it was used cannot be confirmed with the information available. Each reported event is an established risk associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2021-00106 for the second eye.

Event description:
Through social medial monitoring, a trabecular microbypass stent system patient reported that "the stents were buried in the scar tissue under the iris with compromised canals" following bilateral stent implantation (ou). Any omitted information was not provided at the time of report. This report references the first eye.